Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was also stated that the insulin pump had a black segments throughout the screen. Review the alarm history, and found two no delivery alarms. No further details regarding the hospitalization were available.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.